Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 which was reproduced during incoming testing. A review of the event history log identified multiple system error 345 messages. Visual inspection found damaged ultrasonic sensor tape as the assignable cause which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The problem occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.